Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported that when the doctor would push the bipolar pedal the monopolar energy would activate, and when the monopolar pedal was pushed the bipolar energy would activate. The doctor had the resident try the pedals on the other surgeon sde console (ssc) and those activated normal so the doctor swapped consoles with the resident. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was with customer setup. The customer checked the settings on the surgeon console and adjusted the manipulator association. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.